Manufacturer narrative:
Date of event : estimated based on aware date of (B)(6) 2021 as the event date is unknown.

Event description:
It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The femoral vein puncture and septal puncture were performed as usual, and the double-curve was sheath was opened. The anterior lobe was approached with a pigtail catheter, and imaging was performed. The left atrioventricular pressure was 14 mmhg, so a 33mm device was selected and opened based on the maximum diameter of the inlet at 135 degrees of 25.8mm in the preoperative transesophageal echo (tee). After preparing and deploying according to the instructions for use, the shoulder did not spread completely due to the pectinate, leaving a gap on the posterior side. Since the pocket on the anterior side could not be covered, the device was pulled up a little more proximal by partial recapture, and was positioned at the originally expected position. After confirming the position by tee, a tug test was performed, and it was confirmed that it was firmly anchored by fluoroscopy and tee. The compression rate was 15% to 17% and no leak was observed. The device did not seem to move after the release, but the compression rate was 9% to 21%. At the 45-day follow-up tee, there was a leak of 5mm or more on the posterior side at 135 degrees. Anticoagulant was continued.